Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A company service territory manager (stm) evaluated the iabp and was unable to reproduce the alleged leak in system. The stm tested the instrument with a catheter and all checks were complete and a full calibration was done. The iabp passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) generated the alarm "leak in iab circuit" while in use on a patient. No patient injury, harm or adverse event was reported.